Event description:
A (B)(6) year old female one day post op for abdominal surgery had an on q pump inserted for pain control. The day after surgery nursing reported that the on q pump started leaking a large amount of fluid from the insertion site. The physician was notified and the pump pulled. It is reported to risk that the same situation occurred twice the week before to another physician. Informed by nursing that normally there might be some leakage around the insertion site but not much. The device was sequestered. Pt went home the same day the device was pulled. This is all the info available for this event. Unfortunately I do not have the devices from the other two pts or their names to research those device lot numbers. For this event I was able to locate was the lot number.